Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced toxic anterior segment syndrome. Treatment with steroid drops managed the patient's condition the lens remains implanted. The problem was resolved. The cause of the event was reported was not reported. It was noted at present, the inflammatory reflective substances of the anterior chamber of the patient's eye are basically absorbed. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).